Event description:
It was reported that during the routine check the cardiosave intra-aoritc balloon pump (iabp) had display related issue.

Manufacturer narrative:
Due to character limit full details of: e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field: e1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the upper and lower bezel, and upper seal. The unit passed all functional and safety tests.

Event description:
It was reported that during the routine check the cardiosave intra-aoritc balloon pump (iabp) had display related issue. There was no patient involved.